Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose and the insulin pump was under delivering. Customer¿s blood glucose value at time of incident was 202mg/dl and current blood glucose value was 206mg/dl. Customer treated the high blood glucose value with the pump and bolus. Displacement test was performed and it passed. Insulin pump will not be returned for analysis.